Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and was able to reproduce an erratic failure of the top lcd screen. The fse replaced the display top lcd assembly and the upper display monitor. A full functional checkout was performed, and all tests passed successfully. The unit was returned to service the failure analysis and testing dept received part number 0670001183 and 0160000127 with a reported unit failure of the fat performed a visual inspection and found the parts to be in good condition the fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev aw

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) top lcd screen was unreadable. There was no patient involved.